Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
There was an allegation of a meter display issue on coaguchek xs meter, serial number unknown. The patient's daughter alleged that the screen appears foggy and cannot read the results. She alleged they replaced the batteries but the issues persisted and that there are missing segments in the results field. She stated that she performed a test on 05-nov-2023 and it appeared to give a result of 2.1 inr but was unsure as there were segments missing.